Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and per the physician, the reported unintended movement of clip opening while establishing final arm angle appears to be related to patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, a posterior prolapse, and a dilated left atrium. An xtw clip was inserted and while establishing final arm angle (efaa), the clip opened to roughly 30-40 degrees. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new xtw clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.